Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.

Event description:
During a sub-total gastrectomy procedure, the instrument was difficult to close. The surgeon applied another device. No patient injury was reported.